Event description:
The external pulse generator was returned to the manufacture for annual calibration. It was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery release, battery drawer and battery drawer o-ring were contaminated. The side bail covers and ring cover were broken and the lcd was out of electrical specification.